Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure a moderate calcified right common femoral artery (rcfa) post procedure and left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole in both access sites prior and post the transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, a cuff miss occurred with a prostyle device in the rcfa post procedure. A proglide device was used to achieve hemostasis in the rcfa. Reportedly, the plunger of a prostyle device attempted in the lcfa did not deploy. Therefore, the sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavr was completed. Hemostasis was achieved in the lcfa with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.